Event description:
Medtronic received a report that corelab imaging at the patient's 180-day follow-up appointment on (B)(6) 2021 showed no wall apposition of the proximal pipeline and there was less perfusion at a1. There were no impacts to the patient, and no additional medical interventions were reported. Baseline aneurysm characteristic: never treated and unruptured left ica c6 saccular aneurysm measuring 5mm x 4mm with neck size 4.9mm. Additional information received reported that there were no device deficiencies. The site denied corelab finding with response, "we reviewed both the initial procedure images ((B)(6) 2021) and control imaging ((B)(6) 2021). We find that there is a good wall apposition achieved both distally and proximally. In the control images, the distal part of the vantage is well visualized in 2d images and the proximal part that is in a curve can be visualized in 3d reconstruction. Additionally, there is no ¿endoleak¿ visible, which also means good wall apposition. We agree that left a1 is less perfused in the control images. The control imaging was performed via cca injection (not ica), which is one reason for the ¿less perfusion." Additional information received reported that corelab imaging on (B)(6) 2022 should that wall apposition at the full length was not achieved. The site agreed that wall apposition was not achieved proximally. This was said to not be due to a device deficiency, but because the landing was in a curve. The site and corelab agreed that the aneurysm occlusion was raymond and roy class 3 additional information received reported vantage fish mouthing (inward crimping of either end of the device) at the 6 month follow-up dsa imaging performed on (B)(6) 2021. Additional information received reported that per independent mdt review, fish-mouthing and braid collapse of pipeline vantage was seen at 6-month follow-up dsa imaging on (B)(6) 2021. Additional information received reported that corelab 3d dsa imaging on (B)(6) 2021 and (B)(6) 2022 identified 25-50% distal pipeline fishmouthing. The site also reported 25-50% distal fishmouthing on (B)(6) 2021. Ancillary devices included a rist 5.5f, navien 058, and phenom 27 catheters. Additional information was received that on year 3 follow-up mra on (B)(6) 2023, raymond and roy occlusion was class2. No symptoms or action taken reported in association with the finding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported corelab assessment of follow-up magnetic resonance angiography (mra) from (B)(6) 2024 noted continued r <(>&<)>r occlusion class 3.

Manufacturer narrative:
B5 updated with additional information received. H6 patient coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported patient experienced post-operative generalized headache with onset date (B)(6) 2021 that did not result in any new or worsening neurological deficit.